Event description:
The customer reported two false negative results with binaxnow covid-19 on (B)(6) 2022 on a swab sample(nasal).the customer received negative results on (B)(6) 2022 and (B)(6) 2022. A pcr test was performed on (B)(6) 2022 , and generated a positive result on (B)(6) 2022. The customer was symptomatic prior to taking the tests. No additional patient information, including treatment and outcome, was provided. This MFR. Report addresses test one (1) of two (2) tests.

Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion. Reference MFR. Reports: 1221359-2022-02487.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 203699 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 203699, test base part number 195-430h / lot 199039. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 203699 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample. H10 reference MFR. Reports: 1221359-2022-02487 through 1221359-2022-02488.